Manufacturer narrative:
B.5.medtronic received information that during use, this hms plus instrument did not correctly deliver the amount of blood expected by its mechanism and therefore failed to process the final test result (act and patient's heparin concentration) and the tube recognition system (black bar) got stuck with the dipsticks of the disposable determining an ability to perform the exam.the use of the instrument was unknown. There was no adverse patient effect reported with this event. Medtronic received additional information that quality control is performed for this unit once a year.there was no error code associated with this issue observed and no test results were obtained. Correction:h.4 device mfg date updated device evaluation:the reported issue that this hms plus instrument did not correctly deliver the amount of blood expected by its mechanism and therefore failed to process the final test result (act and patient's heparin concentration) and the tube recognition system (black bar) got stuck with the dipsticks of the disposable determining an ability to perform the exam was verified during service.service technician found that the instrument engages with the disposable rods, resulting in the ability to perform the test.service technician found low voltage power supply and power supply was malfunctioning.the reagent drive belt was worn and the dispenser had a deteriorated internal spring.the issue was resolved by replacing the update kit power supply, spring and upgrade kit reagent drive. Post repair testing was performed per specifications. Note:the instrument was analysed by a field service technician within the facility. The instrument did not return to a medtronic facility for analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this hms plus instrument did not correctly deliver the amount of blood expected by its mechanism and therefore failed to process the final test result (act and patient's heparin concentration) and the tube recognition system (black bar) got stuck with the dipsticks of the disposable determining an ability to perform the exam.the use of the instrument was unknown. There was no adverse patient effect reported with this event.